Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure. It was further reported that the balloon ruptured at less than 10 atmospheres for 10 seconds upon first inflation.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The following attributes were examined: a visual examination identified that the balloon was in a deflated state. Solidified media was visible inside the inflation lumen. An examination of the balloon material identified a pinhole noted at the site of the distal marker band. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues on the hypotube. A visual and tactile examination identified a mid-shaft kink at 1.5 cm proximal to the guidewire port. The marker bands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure. It was further reported that the balloon ruptured at less than 10 atmospheres for 10 seconds upon first inflation.